Event description:
Additional information reported that representative spoke with health care provider regarding patient's infection. It was treated with oral antibiotics and resolved. No revisions or procedures related to the device were required. Patient has recovered with an issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient developed an infection as of (B)(6) 2016. No environmental or external factors led to the issue. They were performing an ultrasound to determine the next step in treatment. It was unknown if surgical intervention had occurred and if the issue had resolved. The patient's indication(s) for use were bowel dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep is planningon going to the health care provider's (hcp) office later in the afternoon to follow-up on the status of the patient's infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.